Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses (rmt281414/7859546, pxc201000/06410365, and pxc201000/6961277) to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2014, computed tomographic angiography (cta) reportedly showed the stent graft system was intact, with good proximal and distal seal and no evidence of endoleak. No infection was detected, and the aneurysm had reportedly disappeared. On (B)(6) 2014, cta revealed a ruptured abdominal aortic aneurysm. The physician cited treatment failure, with no other indication as to the potential cause of the rupture. On the same day, the patient underwent an open procedure, whereby the existing stent graft system was explanted and the vasculature was surgically repaired. The patient tolerated the procedure. The explanted excluder devices were not available to be sent back to gore for analysis.

Manufacturer narrative:
Additional excluder components included in this report: pxc201000/06410365, and pxc201000/6961277. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm rupture and surgical conversion.